Event description:
(B)(4). Since placement of essure, I have gained 24 pounds of weight esp in my abdomen with definitive bloating at night. Uncontrollable pain as if labor pains since (B)(6) 2014, unable to work out due to swelling down legs and joint pain.